Event description:
Customer stated that the device presented with an error, which despite troubleshooting they were unable to bypass. They borrowed a system from another facility to complete the procedure which took over an hour. The patient was under local anesthesia.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
Evaluation summary: during visual investigation of the unit, it was noted that mmc is the only item was returned with the unit. Ac power cord, velcro cable tie, cd and quick start reference guide are missing. Insufficient packaging was observed and front bezel and top enclosure are damaged.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.